Manufacturer narrative:
Follow-up submitted to revise conclusion statement as evaluation determined the bed was not repairable and was scrapped.

Event description:
It was reported via repair work order that the power cord was bent with broken prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was bent with broken prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Waiting for parts to do repair.